Event description:
The caller reported that the customer was no longer comfortable wearing his insulin pump, and felt that it was over delivering insulin. The caller stated that the customer was very concerned because a friend of his recently died while wearing the same model insulin pump. The caller advised the customer to call the helpline for assistance, but stated that he probably will not call. The caller stated that the customer will probably try to upgrade to a different model. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.